Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, high capture threshold, and low amplitude a couple of weeks post implant. The pacing impedance measurement was within range. The patient is not dependent and no asystole was noted. This patient was admitted into the hospital for another lead revision or lead replacement in the next few days and the device was reprogrammed. No additional adverse patient effects were reported. This rv lead remains implanted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, high capture threshold, and low amplitude a couple of weeks post implant. The pacing impedance measurement was increasing but within range. The patient is not dependent and no asystole was noted. This patient was admitted into the hospital for another lead revision or lead replacement in the next few days and the device was reprogrammed. Additionally, an x-ray was performed and the lead appeared to be dislodged. Subsequently, this rv lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.